Event description:
#Medwatcher #(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. I was not given a lot number or model number. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure. Sharp, poking and continuous pain. Lower back cramping from mild to severe. Off and on back pain, mid back mostly left side. Multiple episodes of blood in urine (4-5). Bladder pain. 2-3 episodes of yeast infections. Painful sex, sharp pain as if there is a pencil inside me. Low to nonexistent libido. Multiple migraines including nausea and vertigo. Extremely painful menses and very heavy flow. Then my menses stopped altogether. Hot flashes and night sweats. Extreme moodiness. Constipation which makes lower abdominal (left side) very painful. Insomnia. Memory problems. At times, lower left abdominal pain severe enough it is difficult to walk especially up/down stairs. I also have an allergy to some polymers that include pine rosin (which it turns out is in this product.) I have not been seen by any other doctors. I have been diagnosed with the following conditions interstitial cystitis, however, interventions have had little effect on the sharp pain, esp. On left side of abdomen. There have been two times that I have attempted to go to ER for pain related to menses and migraine but did not stay at ER due to ER being extremely busy. I utilized heating pads, ice packs, ibuprofen, and bed rest until pain alleviated. I have lost time at work due to pain. I have had no surgeries due to essure at this time. The device is still inside of me.